Event description:
Infection.

Event description:
It was reported via clinic notes received that during the vns implantation surgery that occurred several years following the reported infection was very difficult due to adhesions that occurred as a result of the first surgery and the infection.